Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. An attempt to obtain additional pertinent information was unsuccessful. This left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.